Manufacturer narrative:
(B)(4). Date sent: 1/19/2024. D4: batch # x9597e. Additional information was requested and the following was obtained: "the device didn't apply any clip in the first firing. In the second firing, it applied a crooked and wrong clip. No patient consequence. Another device was opened to continue the case." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and fourteen(14) clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device jammed and applied clips in a different angle.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # x9597e. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how did device not work?; did device jammed (not fire clips)?; did device not feed clips?; did device drop or eject clips?; did device sideways feed clips?; did device fire malformed clips?; did device fire scissored clips?; if other please specify; were there any patient consequences? If yes, please describe." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.